Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room for a scheduled generator replacement. During procedure, the right atrial lead exhibited low impedance and low sensing. The lead was capped and replaced successfully. The patient was in stable condition before, during, and after the operation and would continue to be monitored with routine follow up.